Event description:
N/a.

Manufacturer narrative:
To fix the issue, the field service engineer (fse) replaced the defective safety disk. The fse completed the pm performed with full calibration, functional testing and electrical safety checks.

Manufacturer narrative:
Updated fields: b4, e1, g3, g6, h2, h3, h6(type of investigation), h10 corrected fields: h6(investigation findings). The following was performed by the maquet failure analysis and testing (fat) department: the failure analysis and testing department received the following part associated with this complaint: pn: (B)(4) safety disk. This part was received with a reported unit failure message of safety disk leak tests failure. Performed visual inspection of this part received and part looks to be in good condition. Installed the safety disk into the cardiosave test fixture and tested to the factory specifications per procedure and the cardiosave service manual. The failure analysis and testing department verified the failure message of membrane leak test failed with result of 7mmhg, the factory specification is +-6 mmhg. Safety disk failed testing. Retaining safety disk in the fat dept. As per procedure.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) failed the all manifold test, pneumatic interface module (pim) section, safety disk membrane portion. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.